Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01737, 3005168196-2017-01739.

Event description:
The patient was undergoing a coil embolization procedure in the right internal thoracic artery using penumbra coil 400's (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician advanced a non-penumbra angiographic catheter towards the target vessel and then attempted to advance the px slim through the catheter; however, resistance was encountered and after advancing the px slim approximately fifty centimeters into the catheter, the physician was unable to advance the px slim any further. The physician then switched to another non-penumbra angiographic catheter and successfully advanced the same px slim through the catheter. Next, the physician deployed and detached nine pc400s into the target vessel using the px slim. While attempting to advance a new pc400 through the px slim, the physician experienced resistance and was unable to advance the coil. Therefore, the physician removed the pc400 and attempted to advance a new pc400 through the px slim; however, resistance was encountered again and the new pc400 would not advance at all. Therefore, the pc400 and px slim were both removed and the procedure was completed using two additional pc400s and a new px slim. There was no report of an adverse effect to the patient.